Event description:
Patient sustained a burn/skin breakdown during surgery. Surgeon reported the handle of the harmonic scalpel was hot. Hand piece and cable disconnected and removed from the field, bacitracin ointment applied to burn site. Dates of use: 2007. Event abated after use stopped: yes.